Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. Treatment was not reported. No further information was provided regarding whether the patient was hospitalized for the event or regarding the outcome of the peritonitis. Three weeks prior to the receipt of this report, dianeal therapy was discontinued and on an unreported date, the patient was transferred to hemodialysis. No additional information is available.